Event description:
Expandable anesthesia circuitry tubing checked prior to start of case and found to be intact developed airleak via pinhole in tubing. Unable to ventilate pt. Tubings changed and pt stabilized.